Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys prolactin gen. 2 assay ver. 2.1 on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample tube initially resulted in a prolactin value of 2.03 miu/l. The sample tube was repeated, resulting in a value of 350.4 miu/l. The sample was then transferred to a cup and repeated, resulting in a value of 347.1 miu/l. The 347.1 miu/l value was reported outside of the laboratory to the patient. The prolactin reagent lot number was 526543, with an expiration date of 30-jun-2022.

Manufacturer narrative:
The field application specialist checked calibration and control data; these were ok. A visual inspection of the sample was performed and no issues were observed. The complained patient sample was repeated again on 10-mar-2022, resulting in a value of 347.1 miu/l.

Manufacturer narrative:
Upon review of the alarm trace, two sample clot alarms occurred on the day of the event. Calibration and control data were ok. The investigation could not identify a product problem. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.